Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction ) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: black box review shows two ¿no cartridge detected¿ and multiple ¿loss of prime¿ warnings with force equal zero on the reported failure date. Pump powers ¿on¿ and displays ¿verify¿ screen, but the display was observe to be faded and discolored. A test display screen was mounted during investigation; the pump was able to power up with a fully functional display. Pump passes ¿ez-prime¿ steps correctly; no ¿load step malfunction¿ was duplicated during testing. Force sensor calibration reading is above the requirement. Pump was opened and it was inspected. Moisture corrosion was observed to the force sensor circuit. Force sensor circuit was disassembled, moisture corrosion and contamination was found to the force sensor plate. Force sensor resistance was found above specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.